Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite serter, showed that it was functioning properly and passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a sensor error alert. Customer states that sensor cannulas continue to be bent. Customer's blood glucose was 160 mg/dl. During troubleshooting, customer reports that the sensor cannula was not intact. Customer was advised to return sensor for analysis and that sensors would be replaced. No further information provided.